Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was rebooted when update and currently the station stuck on restart cycle. A field service engineer (fse) arrived on site and resolved the windows update malfunction by swapping settings through rss via the command prompt. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck at the windows update screen, although the device was online in rss. The customer reported that the machine rebooted during the update process and became stuck in a restart cycle. During the first reboot attempt, the station remained on the ¿restarting¿ screen for approximately an hour and a half. The customer then rebooted the machine again, and it became stuck once more, this time for approximately 45 minutes. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.